Manufacturer narrative:
Product event summary: the driveline cable and the controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed one (1) electrical fault alarm logged on (B)(6) 2019. The alarm was due to an over current condition on the rear stator resulting in the pump running on a single stator (front-stator only). This was followed by three (3) high watt alarms due to the increased power consumption associated with the pump running on a single stator. On-site inspection of the driveline cable revealed damage at the strain relief and near the exit site, resulting in exposed wires. Visual evidence provided by the site confirmed the damage near the exit site. A driveline splice repair and a driveline sheath repair were performed to mitigate the conditions reported. As a result, the reported event was confirmed. The most likely root cause of the driveline damage may be attributed to wear and/or the handling of the device. Based on the av available information, the most likely root cause of the reported electrical fault alarm and high watt alarms may be attributed to driveline wire damage which likely resulted in several wires making contact with each other, triggering an electrical fault due to a short circuit. D4: serial #: (B)(6), h6:method code(s):4112, 4114 h6:result code(s):213 h6:conclusion code(s):67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand: heartware ventricular assist system - controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-aug-2018, serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR: no. Mfg date: 31-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting high watt and electrical fault alarms. It was also noticed that there was driveline wire damage, and driveline splice repair was performed. The controller and the ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.